Event description:
Boston scientific received information that during the implant procedure, interrogation of this right ventricular (rv) lead displayed noise. No sensing data could be obtained. Several attempts to resolve this, the issue remained. A decision was made to remove, replace and return this lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, the stylet was returned inserted in the lead. Blood/body fluid was noted in the retracted helix mechanism. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis could not confirm the reported clinical allegation.